Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03139. It was reported that patient presented to follow up on (B)(6) 2020 with his own junctional rhythm and experiencing fatigue. Upon interrogation, the pacemaker exhibited no pacing on electrograms. The battery longevity had significantly dropped since last follow up on (B)(6) 2019, premature battery depletion was suspected. The device was explanted and replaced. On (B)(6) 2020, during the procedure, the right ventricular lead exhibited high impedance and failure to capture in bipolar configuration. The lead was reprogrammed to unipolar configuration. Patient was stable during and after the procedure.